Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was found to be the cause of the issue. The device was scrapped. A replacement device was given to the customer.